Event description:
It was reported that while using a bd precisionglide specialty use sterile hypodermic needle for a genentech product ophthalmic injection, the patient lost vision and developed endophthalmitis. The patient was subsequently treated with a vitrectomy and with antibiotic injections and a second vitrectomy was performed one week later.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history and sterilization records revealed no irregularities for the reported lot number 3029019. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).